Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We did receive the impactor jammed together with the corresponding blade. Both devices have signs of use on their surfaces. There are also heavy hammer marks visible on the metallic part. It was not possible to perform a function test, as it was not possible to disassemble the parts from each other. Our investigation has shown that the complaint condition could be confirmed due to the jamming issue. Based on the received information we are not able to determine the exact cause of this complaint as no detailed information about the event is available. Due to the heavy hammering marks we can presume that the instruments were subjected to an excessive force application which most likely could have caused the jamming and the malfunction of both devices. No manufacturing related issues were found that would have contributed to this complaint condition. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 04.027.054s, lot: l699000, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 19.dec.2017, expiry date: 01.dec.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of report, date rec'd by MFR : these dates were inadvertently reported as 2/27/2019 in the initial report due to time zone difference. The correct date is 2/28/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction and internal fixation (orif) surgery was performed for the femoral trochanteric fractures with proximal femoral nail antirotation (pfna) blade and impactor. During the surgery, the surgeon overtightened the pfna blade with an impactor after it was unlocked using an unknown wrench. When the blade was inserted into the bone, the surgeon could not turn the impactor clockwise and lock the blade. The surgeon used another blade with a different size to complete the procedure. After the surgery, it was confirmed that the blade could not be disconnected from the impactor. The surgery was delayed by less than thirty (30) minutes. Procedure and patient consequence are unknown. Concomitant devices reported: unknown wrench (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii blade l95; this is report 2 of 2 for (B)(4).